Event description:
It was reported that the patients implantable pulse generator (ipg) was not retaining a charge. The patient underwent an ipg replacement procedure, during the procedure, it was discovered that the patients leads had high impedances. The physician decided to replace both leads and the patient was doing well postoperatively. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about eight years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14171491. Product family: scs-lead fixation upn: m365sc43160 , model: sc-4316, serial: na, batch: 14302392.